Manufacturer narrative:
B3. Date of event: unknown. No information has been provided to date. D4 - lot #: possible lot numbers: 6087410, 6136163, 6145855, 6092784 h3: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the needle or butterfly detached from the hub during blood collection. They did not know which lot number was causing the problem: however, the possible lots were 6087410, 6136163, 6145855, 6092784. Among eight staff members, each reported the issue having occurred multiple times in a week. The fault occurred while in use with a patient, but no patient harm was reported. No medical intervention was required, and the outcome was ongoing.

Manufacturer narrative:
H6: codes were updated. No device was received for investigation. Therefore, the reported complaint is unable to be confirmed. If the device is received, the investigation will be re-opened for further evaluations. Based on the review of the service history and information provided from the customer we are unable to determine a probable cause as the device was not returned for evaluation. No event history log provided.